Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient has expired after an implant duration of 25 days. There has been no allegation suggesting a device relationship to the patient's death. Hospital summary indicates, " patient had a complex hospital course. He was intubated for a prolonged period and eventually required tracheostomy. He has had febrile episodes almost since immediately following his operation. Despite an exhaustive search, no definite source was identified. The patient eventually coded and despite maximum effort at resuscitation, he expired". Operative report indicates, "the aortic valve was excised. The annulus was derided. Patient was weaned from bypass after 148 minutes. Patient transferred to the ICU in satisfactory condition.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device malfunction, or relationship to the patient's death.